Event description:
Multiple air detected alarms during collection of blood. Blue lumen of hickman central line used for collection.&#2060;ine was flushed twice. No system pressure alarm but pressure dome burst with blood leak on machine deck. Therakos clinical support notified and blood was not returned to patient due to probable contamination. Patient's vss and she denied sob and dizziness. Pa notified. Patient instructed to call bone marrow transplant (bmt) team if symptomatic at home. She was also instructed to have a repeat cbcp lab draw before next ecp treatment this week.